Event description:
Procedure to close a pfo was progressing without incident and device appeared positioned well. When the device was released, it traveled through the defect into the pulmonary artery. Pt went to surgery for device removal and surgical repair of the pfo.